Event description:
It was reported by the rep the device was used during a laparoscopic appendectomy procedure. It was reported they tried firing and it locked out. When they replaced with a second cartridge, it locked out again. The medical doctor stated he did not pull the second trigger, which would have locked out the device. There was no consequence to the pt.